Event description:
The manufacturer received information alleging a damaged screen was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the third-party service technician provided no findings on the cause of the damage display that was on this device. In conclusion, the device's display was replaced to address the issue. Additionally, during the service of the device, the muffler assembly, particulate filter, and air inlet foam filter were replaced for preventative maintenance unrelated to the reportable issue. The vanity cover was replaced due to the alarm audio pause button missing on the device. This was unrelated to the reportable issue. The internal battery door and blower chassis were replaced due to physical damage unrelated to the reportable issue. The machine flow sensor was replaced for contamination unrelated to the reportable issue. The device passed all final testing.